Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd an scs sys on (B)(6) 2010. It was reported that the pt had a hematoma under the ipg site which had been drained by the doctor. The pt reports overstimulation sensation around the ipg site. Pt also claims that the ipg has migrated 2 inches. A revision is being planned to resolve the issue. No further info is available at this time.